Manufacturer narrative:
G4: 19feb2020 b4:(B)(6) 2020. Failure anaylysis on the returned led(light emitting diode) circuit panel . It was determined that the physical damaged resulted in the broken traces in the led circuit panel. The broken traces open will create the indicators not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power status overlay and keypad overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported keypad o2 button not working. The device was not in use at the time of the reported event.